Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was broken. Reservoir was taped down. Customer also stated insulin pump gave random insulin blocked alarms and scratches on screen which made it hard to read display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.